Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the scope had a connection error during inspection and reprocessing involving an olympus gastrointestinal videoscope. The customer suspected that that connection error was caused by water. There were no reports of patient involvement.